Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 48 mm diameter abdominal aortic aneurysm. It was reported that on postoperative day 2, the patient vomited a large amount of blood and subsequently died. It was also noted that after the procedure the co2 level did not show a decreasing trend. During the procedure, anesthesia noted high airway pressure, for which a large amount of steroid was administered. A CT scan taken after the patient's death indicated no particular issues with the stent graft shape. Per the physician cause of death cannot be determined. No further information was provided.

Manufacturer narrative:
Other relevant device(s): etlw1613c124ej, (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.